Manufacturer narrative:
Retainer ring = black. On dec 17, 2021, the customer alleged for pump error 38 alarm and keypad unresponsive. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further analysis of the pump history found multiple pump error 38 alarms: (B)(6)2021 at 22:42:00.000 fault number = stuck motor alarm (38) (B)(6)2021 at 10:08:00.000 until 12:28:23.000 fault number = stuck motor alarm (38) device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 38 alarm during testing. All buttons functioning properly. No stuck key alarm found in the daily history. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (24.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Pump error 38 alarm confirmed in the pump history, problem isolated to the motor assembly. Customer alleged not confirmed for keypad unresponsive. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was not able to clear the alarm. Customer stated that the insulin pump had a keypad anomaly. Customer also stated that the buttons were not responding. Customer did not received a stuck button error alarm and customer stated the numbers were not ramping on their own and the scroll bar was moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.